Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons of the insulin pump are hard to press. Customer's blood glucose level was not provided at the time of the incident. The customer also reported that they were unable to charge battery due to battery cap being to tight. Troubleshooting was not provided. The insulin pump will not return for analysis.

Manufacturer narrative:
Device was received with a broken battery cap. Device was received with no button response due to flattened button dome switch and unlocked j2/lcd keypad connector. Unable to verify low battery alert and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. (B)(4).